Event description:
Reporter alleged obtaining the results of 535 mg/dl, 198 mg/dl and 213 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that about one hour and twenty minutes prior to the readings, she took 25 units of humalog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.